Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination identified distal stent damage. The distal stent struts were both raised and twisted. This type of damage is consistent with the device encountering some form of resistance during advancement and/or withdrawal. A hypotube kink was observed 40mm from the strain relief. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 95% stenosed target lesion was located in the moderately calcified and severely tortuous distal left anterior descending artery. The 3.0 x 16mm promus element plus mr stent delivery system was being direct stented, and was advanced, but was unable to cross the lesion. There was stent damage noted upon removal from the patient. The lesion was then predilated with an unspecified apex balloon, then another 3.0 x 16mm promus element plus mr stent was used to complete the procedure. No patient complications were reported and the patient's status is ok.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 95% stenosed target lesion was located in the moderately calcified and severely tortuous distal left anterior descending artery. The 3.0 x 16mm promus element plus mr stent delivery system was being direct stented, and was advanced, but was unable to cross the lesion. There was stent damage noted upon removal from the patient. The lesion was then predilated with an unspecified apex balloon, then another 3.0 x 16mm promus element plus mr stent was used to complete the procedure. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device is combination product. (B)(4).